Event description:
It was reported that an atrial lead warning was observed. The caller said that the message stated an impedance of less than 100 ohms, and the lead warning switched the lead polarity to unipolar. The caller inquired if the sensing polarity that was programmed to bipolar can it be left after having reprogrammed the pacing polarity unipolar for the atrial lead. It was noted that the patient was 100% dependent in the ventricle not in the atrial. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58 lead (B)(6) 2008. (B)(4).